Event description:
It was reported that the user dropped the ilet pump, after which the pump display was damaged and the screen appeared distorted, and a replacement device was arranged. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no impact to health and no need for medical care. Investigation included customer service troubleshooting and logistical review for replacement and return. Investigation of this case revealed physical damage to the display consistent with user-induced impact, with the affected component being the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to user handling.